Manufacturer narrative:
No product was returned for evaluation nor were x-rays provided to confirm the reported event. It is unknown if patient followed post-op instructions. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery..." "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s); nonunion or delayed union; pain, discomfort or abnormal sensations due to the presence of the device..." "...patient education: the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." No product has been returned.

Event description:
During routine visit patient expressed having leg pain and weakness. On (B)(6) 2017 patient underwent a revision procedure where loose or disengaged screws were replaced; passed new rods and torqued new set screws down. No patient harm reported.

Manufacturer narrative:
Supplemental report submitted to update with correct date of (B)(6) 2017.